Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failures alarm and the motor arm cannot communicate with the main arm alarm. The customer¿s blood glucose was unknown. The customer stated that they were customer was able to clear the alarm. Customer is able to complete pump rewind. Customer had the pump error on the second occurrence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63/4 alarm found in the device history due to software error. (B)(4).